Manufacturer narrative:
The masimo representative has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. As no lot number information was available for the sensor, only the device identifier (01) portion of the UDI is provided. The production identifiers pertaining to expiration date (17) and batch/lot number (10) could not be included in the UDI as they are indeterminable product not returned.

Event description:
The customer reported "patient was having desaturations throughout the day. The masimo pulse oximeter would stop reading and I could not get an oxygen saturation reading for minutes. Patient was blue and needed an increase in oxygen. It was hard to tell how much oxygen he was needing due to the pulse oximeter not picking up a saturation". There was no patient impact or consequence reported.